Manufacturer narrative:
The test strips were returned. The meter was not returned. The patient sample was also submitted for investigation. The patient sample was tested on a cobas e411 analyzer. One native blood sample was spiked with the sample from the patient and was measured on a qualified cobas h232 meter used at the investigation site, n= two test strips from the customer and with relevant retention material roche cardiac poc troponin t of lot 29679710, n= three test strips. Cobas e411 result with customer sample: 9.28 pg/ml measurements with spiked blood on a qualified cobas h232 meter used at the investigation site with test strips from the customer: 1. Measurement: <40 ng/l 2. Measurement: 42 ng/l measurements with spiked blood on a qualified cobas h232 meter used at the investigation site with relevant retention test strips: 1. Measurement: <40 ng/l 2. Measurement: <40 ng/l 3. Measurement: <40 ng/l since the customer's high results could not be reproduced, an anti-interference test was not performed. The results of all measurements fulfill the requirements. The investigation was unable to find a definitive root cause for this event.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant high results for 1 patient tested for roche cardiac poc troponin t on a cobas h232 instrument with serial number (B)(4) . Neither the h232 instrument nor a similar device is sold in the united states. The patient was initially tested on the h232 instrument with a result of 1442 ng/l. The patient was sent to the hospital. The same sample was run on a cobas 8000 e 602 module and the result was 8 pg/ml. On (B)(6) 2018 a new sample was obtained and the result from the e602 module was still low. The actual result was not provided. A new sample was obtained from the patient and run on the h232 meter and the result was again high with a result of 1452 ng/l. All control results were acceptable. There was no allegation that an adverse event occurred due to the device. The meter and test strips were requested for investigation. Relevant retention material roche cardiac poc troponin t of lot 29679710 was measured on a cobas h232 at the investigation site with: three native blood samples and one spiked blood samples (c=1450 ng/l), each blood sample n=three test strips. The blood samples were measured on a cobas e 411 immunoassay analyzer. Results: mean of the measurements on the cobas h232 used at the investigation site: first native blood sample: <40 ng/l; second native blood sample: <40 ng/l third native blood sample: <40 ng/l; spiked blood sample (c=1450 ng/l): 1388 ng/l. Cobas e411 measurements: first native blood sample: <3.00 pg/ml; second native blood sample: <3.00 pg/ml ; third native blood sample: 3.79 pg/ml ; spiked blood sample (c=1450 ng/l): 1399 pg/ml. The results of all measurements meet the requirements.